Event description:
It was reported that the physician had trouble retracting the helix. The helix would be blocked and then suddenly retract. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).